Event description:
A surgeon reported that during surgery, a knife was dull and not cutting properly. The tip of the knife seemed to be bent when viewed under the microscope. There was no harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The device history record (DHR) for the lot was reviewed. A damaged tip was found during the DHR review. However, the suspect product was re-inspected and the product was released according to the manufacturer's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).